Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed alert 38 indicating consecutive motor stalls when the user attempted to change cartridge and tubing, with inability to proceed or complete a rewind even after updating firmware. Symptoms included no reported adverse health effects. Outcomes included replacement of the ilet and instructions to continue using the dexcom cgm separately until the replacement arrived. Investigation included review of device logs and operational history as available through data sync. Investigation of this device revealed a motor stall consistent with a pump motor or drive mechanism malfunction preventing rewind and infusion setup. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.